Manufacturer narrative:
Corrected data: h10 (the manufacturer narrative listed on the previous follow-up report had a slight error). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/old version main power switch could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the faulty/old version main power switch could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the power switch on the visera elite xenon light source was not working, could not be turned on, and was also experiencing lamp light issues. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegations were confirmed due to a faulty old-version main power switch that was stuck and depressed. Additional issues were identified during the device evaluation: worn out scope socket caused intermittent use of high intensity mode and a non-olympus lamp life meter reading at 200+ hours and light intensity output measured within range. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.